Event description:
Removal of dental implant. The clinician reported implant was placed in thin cortical bone in 2005, and removed in 2006. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quality insufficient.

Manufacturer narrative:
The implant was received with a cover screw unattached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and was determined to be a ph3.5mm x 12mm implant.